Event description:
It was reported that the patient has deceased. The cause of death was unknown. There is no known allegation from a health professional that suggests the death was related to the device. It was noted that the cause of death was due to cardiac arrest, lactic acidosis, hyperkalemia, acute renal and liver failure.

Manufacturer narrative:
The device was returned due to unknown patient death. The device battery voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range. Electrical testing was performed, and no anomalies were noted.